Event description:
The customer reported that the insulin pump alarmed motor error while she was driving. The customer stated that the device rewinds without alarming. Performed a displacement test and failed. Troubleshooting was performed, and the device alarmed again motor error. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.